Event description:
A us distributor reported a belt was damaged.

Manufacturer narrative:
Device evaluation of electrode belt has been completed at the distributor. The reported problem (damaged belt) has been confirmed. Upon investigation, the electrode belt could not communicate with a monitor. The cause for the failure was isolated to a defective u202 component on the distribution node pca. The root cause for the defective component could not be positively identified. There was no adverse event that resulted from the damaged belt.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (won't power up) has been confirmed. Upon investigation the monitor was unable to power on. The cause for the failure was isolated to the defibrillator pca and computer/analog board. High voltage travelled to low voltage circuitry, damaging multiple components on the pcas. The root cause for the high voltage travelling to low voltage circuitry could not be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor will not power up.